Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd micro-fine ultra¿ pen needles were clogged and failed to inject (B)(4) during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I had a complaint this morning from a patient about bd needles microfine 8 mm code (B)(4). This patient complains of having about 3 to 4 needles out of 10 that are clogged! She says it's not the 1st time but that in this box it is particularly important. She uses these needles to inject (B)(4)."

Event description:
It was reported that 4 bd micro-fine ultra¿ pen needles were clogged and failed to inject victoza during use. The following information was provided by the initial reporter, translated from french to english: "I had a complaint this morning from a patient about bd needles microfine 8 mm code 3401021104482. This patient complains of having about 3 to 4 needles out of 10 that are clogged! She says it's not the 1st time but that in this box it is particularly important. She uses these needles to inject victoza."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-12. H6: investigation summary: thirty eight sealed 31g x 8mm pen needle samples were returned from lot. No. 9317885, cat. No.325108. A clog test was carried out on 30 sealed samples as per (B)(4) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.